Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced hypoglycemia without specific symptoms reported. The patient was taken to the emergency room by the father and was treated with glucagon nasal spray. At the hospital they took the measurements and the cgm was reading 85 mg/dl and the blood glucose reading was 35 mg/dl. At the hospital, the second measurements were: cgm reading was 381 mg/dl and the bg reading was 240 mg/dl. The patient recovered and was discharged the same day after 1 hour and 20 minutes. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.